Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that there was a battery charge fault. The asp evaluated the device on site. No device malfunction was observed, and no fault found. The device is fully functional. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a not determined. The reported problem was not confirmed. The asp did not find any problems with the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.